Manufacturer narrative:
(B)(4): follow up MDR for device evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Please note it is possible the fm/ ¿sticky gel substance¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had foreign matter. The following information was provided by the initial reporter: "the syringe has what looks like oil in the syringe." Material 309623 lot 3200782. Phone call.

Manufacturer narrative:
Device evaluation: two hundred and twenty-six samples were provided to our quality team for investigation. A visual inspection was performed. No excess silicone was observed in any of the samples received. Eleven samples were found to have discoloration consistent with hot pin defect, additionally this caused foreign matter in fluid path, and one sample was found to have watermarks on the barrel. Fourier transform infrared spectroscopy (ftir) analysis was performed and confirmed the foreign matter material is consistent with the material of the barrel. The conditions observed are non-conforming per product specification. Potential root cause for the watermark, hot pin and foreign matter fluid path defects is associated with the molding process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3200782. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information.